Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2026 wherein the ipg pocket was revised. The ipg was relocated high and deeper to address the issue.

Manufacturer narrative:
Additional information received indicates that surgical intervention took place on (B)(6)2026 wherein the ipg pocket was revised. The ipg was relocated high and deeper to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient¿s ipg is rubbing on their belt line causing discomfort. As such, surgical intervention may take place at a later date to address the issue.